Manufacturer narrative:
This event was reported to the manufacturer through the sure avr registry. The manufacturer requested the internal medical review of this event, as per medical judgment the device relation is unknown at this time based on limited information received. This is being reported in a conservative manner. The manufacturer is in the process of requesting further event details from the site. Not yet determined if device .available

Event description:
The manufacturer was notified on (B)(4) 2017 that a patient who had a mitroflow lxa23 implanted, passed away on (B)(6) 2017, due to cardiovascular mortality -bleeding. The device was previously implanted on (B)(6) 2014 for an aortic valve replacement of a native stenotic calcified valve. The implant procedure was via median sternotomy, the mitroflow device was implanted in supra-annular position, non-everting suture technique. The site reported an adverse event of bleeding prior to discharge. The patient was treated with anticoagulant (asa). No adverse events were reported by the site on routine follow ups.

Manufacturer narrative:
Based on hospital medical judgment provided by the hospital n relationship between device performance/functionality and patient death has been identified. Patient death was due to an acute hepatic insufficiency leading to bleeding and patient death.

Event description:
Update received on january 15, 2017: based on the medical judgment provided by the hospital the patient have had acute hepatic insufficiency and this is the main victim for his bleeding and death. No relationship between the device functionality/ performance and the device has been identified. Not autopsy was performed.